Event description:
Information received by medtronic stated that the customer was died. Customer blood glucose value was unknown. Troubleshooting was not performed. It was unknown whether the pump was used in the last 48hrs and the auto mode feature was on during the deceased event. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 5.2a, retainer ring = black, case type = ngp. The customer passed away on (B)(6) 2022. On (B)(4), svn#: 000314312946 - customer returned pump for an alleged blank display and battery cap contact missing/damaged found on (B)(6) 2022. On case-2022-00295576, svn#: 000314256383 - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2022. The pump was received with the original battery cap. No missing damaged battery cap/battery cap contact noted during visual inspection. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 25-may-2022. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement due to slight corrosion on the pcba 2. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received with a depleted rayovac high energy alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 14-jun-2022 listed on smartsolve and the days prior to the event date. (B)(6) 2022 dailytotalofallinsulindelivered: 160250 (16.025 u), (B)(6) 2022 dailytotalofallinsulindelivered: 186250 (18.625 u), (B)(6) 2022 dailytotalofallinsulindelivered: 474750 (47.475 u), (B)(6) 2022 dailytotalofallinsulindelivered: 297250 (29.725 u), (B)(6) 2022 dailytotalofallinsulindelivered: 207250 (20.725 u), (B)(6) 2022 dailytotalofallinsulindelivered: 207500 (20.75 u), (B)(6) 2022 dailytotalofallinsulindelivered: 346250 (34.625 u), (B)(6) 2022 dailytotalofallinsulindelivered: 463500 (46.35 u), (B)(6) 2022 dailytotalofallinsulindelivered: 503500 (50.35 u), (B)(6) 2022 dailytotalofallinsulindelivered: 455000 (45.5 u). A cracked retainer was confirmed. Blank display and battery cap contact missing/damaged were not confirmed. Pump/transmitter communication anomaly was not confirmed. The force sensor is within specification and the motor functioning properly. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed due to slight corrosion on the pcba 2. During visual inspection, slight corrosion was also found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.